Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling dizzy and "black* and went to the hospital where it was found on electrocardiogram a ventricular escape heart rate of thirty -forty beats per minute. The implantable pulse generator (ipg) could no longer be interrogated and was suspected to have reached end of service which was unexpected battery longevity. The ipg was removed and replaced. No further patient complications have been reported as a result of this event.